Event description:
It was reported that the customer experienced a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset, and following the reset, the cgm error did not reoccur, resulting in the customer successfully starting their sensor session.